Event description:
This system was removed due to infection. There are no adverse events reported for the pt. Also removed were: cylos dr-t, MDR 1028232-2008-00197, setrox s 60, MDR 1028232-2008-00199.